Manufacturer narrative:
(B)(4). B5 describe event or problem- correction d4 model no: - correction - remove d4 catalog no: - correction d4 serial no: - correction d4 lot no: - correction d4 expiration date - correction - remove d4 UDI: - correction - remove h2 type of follow up- correction h4 device mfg date ¿ correction - remove h6- correction- remove code "3331". H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).